Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient's ipg was repositioned on (B)(6) 2019 due to discomfort at the pocket. No products were explanted or implanted. Post-operatively, the patient's issue resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention was pending wherein the ipg pocket site would be revised. That is all the available information at this time.